Event description:
It was reported that a perforation of the anterior tibial artery with av fistula formation occurred and was treated with a graftmaster stent. The stent was implanted in the right anterior tibial artery and the perforation was sealed. There was no reported adverse patient effect and no additional complications from the use of the graftmaster; however, there was reported dog-boning of the balloon and stent. Additional angioplasty was noted and a good result and flow was reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to difficulty deploying the stent include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. In this case, the stent delivery system (sds) was not returned for analysis which may have aided the investigation. There was no note of any damage to the sds or stent implant observed prior to the procedure. A conclusive cause could not be determined for the reported difficulty, however, there is no indication of a product quality deficiency. Review of the device lot history record for the incident revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot revealed no other incidents. All stent delivery systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality.